Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device did not provide defibrillation energy during a patient event. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker further investigated the reported event and was unable to determine the root cause of the reported issue.

Event description:
The customer contacted stryker to report that their device did not provide defibrillation energy during a patient event. There was no report of patient harm associated with the reported event.